Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the product disconnected at the ¿joint.¿ the product was to be replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the tubing under the drip chamber where it meets the y-connection of injection site did not seem to be glued correctly and came apart.